Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise reversion episodes and high output mode. The device sensitivity was adjusted and the lead remained implanted. The patient was asymptomatic and would continue to be monitored.